Event description:
It was reported that resistance was experienced during the fill process multiple times. Customer successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing multiple times. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.